Event description:
The customer called carefusion technical support to report that the fraction of inspired oxygen (fio2) for one of their units is out of specification by 12%. They also mentioned that the unit is alarming" check o2 cal". According to the customer the blender for this particular unit was replaced recently. The unit was not on a patient when this problem occurred. The customer requested a field service representative to come at assist with the problem.

Manufacturer narrative:
(B)(4). The carefusion field service representative was dispatched to the user facility. Once the evaluation is complete, a followup medwatch report will be submitted.

Manufacturer narrative:
The carefusion field service representative evaluated the ventilator and recalibrated the blender. The ventilator passed all testing.